Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the up arrow on the insulin pump was not responding. Customer stated that the insulin pump had motor error alarm. Customer was able to clear alarm. Customer was able complete rewind. Drive support cap was normal. Insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at down arrow button due to unlocked connector on lcd board noted. Unable to run any test to confirm motor error or no delivery alarm. The motor was tested outside the unit and passed.